Event description:
Pt reported that yesterday he inserted a new insulin cartridge into his device (and changed his infusion site/set) and he experienced high blood glucose (in the 200s [mg/dl]) that he was unable to bring down the entire day despite delivering multiple insulin boluses. No medical treatment was received. No error was generated by device. Today, the patient switched to a new insulin cartridge and his blood glucose immediately came down (patient also used insulin from a new vial). Pt believes that plastic insulin cartridge does not effectively maintain the integrity of the insulin, and he feels that insulin cartridge is at fault for his high blood glucose.